Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found a cut in the tip of the catheter prior to use. Per additional information from the ibc via email 17-mar-2020, based on ibc observation there was no cut on the catheter near the tip.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one temperature sensing catheter was received without the original packaging. No obvious defects were noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. This met specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Drainage lumen was flushed and no leaks were found. This met specifications due to balloon fill being complete with no holes or tears. This met specifications due to no holes or damage being found on the shaft during testing. Active length of the catheter balloon was measured (0.7005") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found a cut in the tip of the catheter prior to use. Per additional information from the ibc via email 17mar2020, based on ibc observation there was no cut on the catheter near the tip.